Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed narrowing at the level of the aortic body stent graft sealing rings and thrombus formation throughout the iliac limb stent grafts in the presence of significant aortic angulation. As of the date of this report, the patient has not returned for additional follow-up and there has been no reported re-intervention. There have been no additional patient sequelae reported.